Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A 24 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There was no indication of activity outside normal use noted in the pump histories. Boluses were performed and recorded successfully and accurately in pump's history. There no defects found with the pump during investigation.

Event description:
The doctor reported to the distributor that the basal rate was not accurate on the pump. There were no other details provided. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.